Event description:
A report was received via mw5149128. PICC (peripherally inserted central catheter) in scalp for central tpn (total parenteral nutrition) and antibiotic treatment. X-ray confirmed PICC centrally located. PICC inserter and PICC team member at bedside unable to draw back or flush line. Power flush attempted with resistance. Decision made to pull PICC. Unable to remove more than 3cm without difficulty. While attempting to retrieve, PICC line catheter broke below the skin. Xray confirmed retained catheter of the left scalp approach with tip overlying the superior vena cava. Catheter was retrieved in the pediatric cath lab by a pediatric cardiologist.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress .a supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
According to the reporter, there was no sample available for review. Additionally, there has been no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and therefore, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. A review of the DHR and inspection records was conducted, and no similar concerns were found. There have been no other complaints regarding this lot number for this failure mode and issue. The IFU warning states to not use hemostats or clamps on catheter hub connection -tape strips placed on catheter tubing - IFU instructs user to never place tape strips on catheter tubing. This will compromise the strength and integrity of the tubing.